Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low between 40 and 60 mg/dl and the insulin pump was alarming threshold suspend but his blood glucose was between 140 and 228 mg/dl. Last blood glucose reading was 184 mg/dl. Troubleshooting was done and customer was advised to restart or replace sensor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.